Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet touchscreen fractured after the patient walked into a wall corner, resulting in an unresponsive screen on the touchscreen component; the device had been synced, and the patient planned to return it, while continuing cgm use with dexcom g7. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem affecting the touchscreen and consistent with a fracture of the device component. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.